Event description:
It was reported that a patient had pain beneath the side of his device and was very short of breath. The reporter stated that the device site was not red or swollen, did not have drainage, and there were no respiratory symptoms. It was noted that the patient's device was on his right side. It was reported that the patient had gotten a shock from the device the morning of the report and that started the chest pain. It was noted that the pain was sharp and it hurt the patient to breathe. The reporter stated that the pain woke the patient up on the morning of the report. It was noted that the patient had taken all of his medication and had not had any falls or trauma. The patient was going to go to the emergency room. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2005. Product type: lead: product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2005. Product type: lead: product ID 748251, serial# (B)(4), implanted: (B)(6) 2005. Product type: extension: product ID 748251, serial# (B)(4), implanted: (B)(6) 2005. Product type: extension. (B)(4).

Event description:
Additional information received reported that the patient had a muscle cramp under his device. There was no shock. Patient outcome was noted as no injury.

Manufacturer narrative:
(B)(4).